Event description:
The customer reported erratic and imprecise troponin I (access accutni) results, for two patients, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. Subsequent analyses of the patient¿s samples (in duplicate), on an alternate access 2 system, produced non-reproducible results for one patient. The imprecise results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) recovery was within the laboratory's established ranges. The event was reported as part of beckman coulter marketing survey program (msp) for accutni. The customer did not provide any information indicating an increase in occurrence or an instrument malfunction. This is report one of three referencing the patient on the event date noted.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. A definitive cause of the incident is unknown.